Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's daughter contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch selectmini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The reporter stated that on (B)(6) 2015 at 3:15am she found the patient "hypoglycemic" with symptoms of "excessive salivation and no contact with her". During the follow-up call, the reporter confirmed the patient was not unconscious. In response to the symptoms, the reporter claimed the patient's blood glucose was tested with the subject meter at 3:30am and an alleged inaccurate high result of "94 mg/dl" was obtained. The reporter claimed emergency medical services (ems) was contacted for assistance and at 4:00am on their arrival they performed a blood glucose test with the ems device and obtained a result of "20 mg/dl". The reporter claimed the patient was administered a glucagon injection and that a result of "122 mg/dl" was obtained with the ems device 20 minutes later. The reporter claimed the patient's blood glucose was tested again with the subject meter at an unspecified time and a result of "199 mg/dl" was obtained. During the follow-up call, the reporter claimed the patient tests her blood glucose twice a day (one fasting test and one before dinner) and that her normal blood glucose range is "about 100 mg/dl fasting" and between "190-230 mg/dl" before dinner. The reporter informed the csr that the patient manages her diabetes with oral medication (siofor 500mg daily) and insulin (novomix 30; between 15-18 unit twice a day) and that the patient self-adjusts her insulin dose based on blood glucose results. Prior to the onset of symptoms, the reporter informed the csr that the patient had last tested her blood glucose with the subject meter the evening prior at 8:00pm. The reporter claimed a blood glucose reading of "227 mg/dl" was obtained and that the patient took 1 pill of siofor and 20 units of novomix insulin in response. During the follow-up call, the reporter claimed the onset of the patient's symptoms may have resulted from the increased dose of insulin taken before dinner. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were stored correctly (per owner's booklet recommendation) and were within their expiration date. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.